Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the device had vertical lines on the display was confirmed during product evaluation. The root cause of this condition was assigned to lines on main display. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had vertical lines on the display. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module mster software version is currently unknown. There is no further complaint information available.